Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the stylet was not able to be removed.

Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. Because the sample has not been received for evaluation, the failure mode could not be confirmed; therefore, the root cause was not identified. The process is running according to product specifications meeting quality acceptance criteria. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.